Event description:
The customer stated that she was hospitalized with high blood glucose levels over 600 mg/dl. The customer changed the infusion set two days prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and self tests. The customer stated that her doctor wanted the insulin pump replaced. The customer was advised that the insulin pump would be replaced per her doctor's recommendation.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.